Event description:
A (B)(6) patient called zoll customer support to report that his battery charger/modem was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting battery) was confirmed. Upon investigation the battery charger/modem was resetting due to corrupt flash programming. Corrosion was discovered on the battery board. The root cause of the defective flash programming could not be positively identified. The root cause of the corrosion could not be positively determined but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.